Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiovascular surgeon that the patient was admitted with fluctuating lvad power and decreased pi. Patient was treated with IV heparin for suspected pump thrombus. Clinical specialist was called in by the cardiovascular surgeon and the decision was made to exchange the pump. During the pump exchange, it was discovered that the outflow graft bend relief was disengaged. The outflow graft occluded with a clot and a kink noted in the outflow graft approximately 2" distal to the aortic anastomosis.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.